Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to urine retention after a few weeks after initial aus. The physician decided to remove the current cuff and replace it with a bigger one. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.